Event description:
Olympus field service technician was informed by the customer that the evis exera iii video system center's "on/off switch is defective" that occurred during inspection prior to procedure. During inspection, the reported issue was confirmed as the switch could not be turned on (reportable) due a faulty power switch. No patient injury or harm was reported.

Manufacturer narrative:
The repair department confirmed the reported issue as the switch could not be turned on (reportable) due a faulty power switch. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.

Manufacturer narrative:
This supplemental report was submitted to provide a correction to the initial report as no device was returned. It was confirmed that the olympus field service engineer performed the repairs at the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 9 years since the subject device was manufactured. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the subject device was manufactured before the design was changed. It was surmised that the phenomenon occurred due to the faulty power switch caused by design failure. The design of the power switch was changed in order to improve its resistance. The modified products were shipped from november 18, 2013. The phenomenon was not duplicated because the subject device was not returned from the facility. According to the provided information, the facility replaced the power switch. Olympus will continue to monitor field performance for this device.